Manufacturer narrative:
The fsca eri CAPA verbiage and number was inadvertently added in the initial report. The report is not related to the eri CAPA.

Event description:
Additional information received identified that the replace generator soon message did not clear after updating the app.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software updated but message has not cleared. As a result, surgical intervention may be pending to address the issue.